Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they could not push insulin out of the reservoir. The customer's blood glucose was 5.4 mmol/l at the time of incident. The customer mentioned that they removed air bubbles prior to issue. The reservoir will not be returned for analysis.